Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unit received cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have fallen causing display screen to have an oily appearance which prevented reading of display screen. Customer reported that battery was changed and insulin pump received an alarm but could not ready it due to partial display. Customer's blood glucose was 114 mg/dl. Customer was advised that insulin pump would need to be replaced.